Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4)

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: the patient had pain on the right side and is thereby handicapped. There is a unusual amount of cobalt in the blood, so the doctor is suspicious of metalose. First operation was on (B)(6) 2009. Re-operation was on (B)(6) 2010 (B)(4) have the products and will hold to send to third party when advised to do so. Update: added stem and sleeve, amended implant date, added kid number and marked as legal. Taken from (B)(6) email dated (B)(6) 2015 implant date: (B)(6) 2009 (B)(4).